Event description:
The bmw 300 cm guide wire fractured into two pieces during use. The 15 cm distal part was snared and removed from the peripheral area below the knee. The procedure was completed with a iron man guide wire of the same length. No additional information was available.